Event description:
It was reported that the atrial lead exhibited intermittent high impedance, the patient was taken into operating room, the lead was removed from the header and cleaned. The lead was reinserted and no further problems were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.